Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father called to report issues with the insulin pump. Customer's father reported that the insulin pump is not working correctly will not upload to carelink. Customer's blood glucose at the time of the incident ranged from 99 mg/dl to 414 mg/dl. Customer's current blood glucose was 292 mg/dl. Customer reported that the pump alarmed button error and the keypad is unresponsive. No significant events leading to the alarm were observed. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.